Event description:
Rn went into room to hang bag of magnesium 4 grams at 10 a.m. Spiked bag into secondary. Changed primary ivf intravenous fluids as ordered down to 100 cc/hr. Rn left room to order 2 new IV pumps to run magnesium and potassium on primary lines. Upon returning to room, 50 cc bag of magnesium was almost empty with magnesium still in chamber. Charge nurse called, pt informed of medical error and stated only feelings of warmth and light headedness, however when rn took initial vital signs prior to incident pt had stated warmth (temp was 98.4) and pt was ambulating around the room. Vital signs rechecked. 100s/67s hr 90 at 10:20 a.m. Md was present outside room. Pharmacy also called to inquire about possible side effects which was hypotension, or bradycardia. 500 cc normal saline given orderd by md based on potential side effects. Placed on tele for closer monitoring. Bolus given freely, pump left intact, and removed from patient and room. Supervisor/pharmacy/biomed/acm all notifed. Surgery resd team contacted for stat magnesium level to be obtained. Per pharmacy close monitoring times one hour suggested.